Event description:
It was reported that the patient presented to clinic. The pacemaker was unable to be interrogated, and it was believed that the device battery had depleted prematurely. The device was explanted and replaced, and the patient was in stable condition.

Manufacturer narrative:
The reported events of inability to interrogate and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, and results indicated normal current drain a manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.